Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported incomplete coaptation/slda (single leaflet device attachment) is likely related to a combination of challenging patient anatomy (eustachian valve) and procedural conditions (imaging difficulties). A cause for the reported poor imaging could not be conclusively determined.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat functional tricuspid regurgitation (tr) with a grade of 5 with difficult imaging. One clip was placed without issue. A second clip was advanced and deployed. Upon deployment a single leaflet device attachment (slda) occurred, as the clip was no longer attached to the septal leaflet, and only attached to the anterior leaflet. It was decided to conclude the procedure. Tr was reduced to grade 3.